Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same patient as MDR ID#: 2134265-2013-00357. It was reported that during a coronary artery stenting treatment procedure, the patient had ventricular fibrillation. In (B)(6) 2010, the patient presented with stable angina (ccs classification 1) substernal chest discomfort associated with shortness of breath with exertion and was diagnosed with ischemic heart disease after exercise tolerance test. Cardiac catheterization was recommended. The target lesion was located in the mid left anterior descending artery (mid lad) with 99% stenosis and was 22mm long with a reference vessel diameter of 2.5mm. The target lesion was pre-dilated with a 1.5x15mm apex balloon catheter. Following dilation the patient experienced ventricular fibrillation which required cardioversion. The procedure was completed with placement of a 2.25x24mm taxus liberte stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel.